Event description:
It was reported that the patient experienced aneurism with an ambicor penile prosthesis (app) however, the device had no leaks. A surgical procedure was performed in which a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.